Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The cause for the reported condition was force sensitive resist damaged by natural wear and tear. No action was taken; the equipment was taken out of service because there was no force sensitive resist in stock. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f-38 alarm. There was no patient involvement. No additional information is available.